Event description:
It was reported that acute stent thrombosis and death occurred. The patient presented with hypertension. A de novo lesion was located in the left circumflex artery (lcx) and there was in-stent restenosis (isr) in the left anterior descending artery (lad). A 2.25 x 28mm promus premier select stent and a 3.00 x 24mm promus premier select stent were implanted to treat the target lesions. There were no device issues noted, but the patient experienced stent thrombosis. Medical treatment was given but the patient died. The official cause of death was stent thrombosis. It was further reported that the patient experienced ventricular tachycardia many times during the procedure. The patient died a couple hours after the procedure. The physician is not sure which stent caused the patient's death as multiple stents were used.